Manufacturer narrative:
The reported issue was confirmed, however the root cause was not able to be isolated. A potential root cause could be due to inadequate maintenance . The device was evaluated and the reported issue was confirmed as it was noted that the fill tube was dirty. The fill tube was replaced. Passed applicable testing. A DHR review is not required as the serial number is unknown. The instructions for use were found adequate and state the following: "cleaning and maintenance routine cleaning and preventive maintenance should be performed on the arctic sun® temperature management system control module every 6 months at a minimum. This consists of cleaning the external surfaces, accessories and chiller condenser, inspecting the device, and replenishing the internal cleaning solution that suppresses microorganism growth in the water reservoir and hydraulic circuit. See the arctic sun® temperature management system service manual for additional information. External surfaces clean the exterior body of the control module, fluid delivery lines, power cords and temperature cables using a soft cloth and mild detergent or disinfectant according to hospital protocol. Replenish internal cleaning solution to replenish the internal cleaning solution: 1) drain the reservoir. Turn control module power off. Attach the drain line to the two drain ports on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. From the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen. Add one vial of arctic sun® temperature management system cleaning process stops. When the fill reservoir process is complete, the screen will close." Correction: d,e,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that during preventive maintenance, cleaning, changing circulation and mixing pump, heater and drain valves, calibration test unit (ctu) calibration replacement of the fill tube was dirty in an arctic sun device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preventive maintenance, cleaning, changing circulation and mixing pump, heater and drain valves, calibration test unit (ctu) calibration replacement of the fill tube was dirty in an arctic sun device.

Manufacturer narrative:
The reported issue was confirmed, however the root cause was not able to be isolated. A potential root cause could be due to inadequate maintenance . The device was evaluated and the reported issue was confirmed as it was noted that the fill tube was dirty. The fill tube was replaced. Passed applicable testing. A DHR review is not required as the serial number is unknown. The instructions for use were found adequate and state the following: "cleaning and maintenance routine cleaning and preventive maintenance should be performed on the arctic sun® temperature management system control module every 6 months at a minimum. This consists of cleaning the external surfaces, accessories and chiller condenser, inspecting the device, and replenishing the internal cleaning solution that suppresses microorganism growth in the water reservoir and hydraulic circuit. See the arctic sun® temperature management system service manual for additional information. External surfaces: clean the exterior body of the control module, fluid delivery lines, power cords and temperature cables using a soft cloth and mild detergent or disinfectant according to hospital protocol. Replenish internal cleaning solution; to replenish the internal cleaning solution: 1) drain the reservoir. Turn control module power off. Attach the drain line to the two drain ports on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. From the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen. Add one vial of arctic sun® temperature management system cleaning process stops. When the fill reservoir process is complete, the screen will close." UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preventive maintenance, cleaning, changing circulation and mixing pump, heater and drain valves, calibration test unit (ctu) calibration replacement of the fill tube was dirty in an arctic sun device.